Event description:
It was reported that the user experienced elevated blood glucose while using the iLet following a meal, with CGM and fingerstick values in the high 200s to low 300s, no observed infusion set issues or pump alerts, and the user elected to give an outside insulin injection and consider a supply change upon reconnection. Symptoms included hyperglycemia with dry mouth. Outcomes included unknown health impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.